Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that the mega suture cut needle driver instrument was no longer responding; upon inspection, it was noticed that a cable was damage. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable was found to be broken at the distal idlers. The idler pulley was able to spin freely, but it exhibited some wear. The broken cable segment stuck out at the wrist approximately 0.4270 in length. Other cables at wrist were not damaged. Additional observations not reported by site were distal pulley indentation and main tube damage. The distal idler pulley located opposite side of the broken cable exhibited an indentation at the edge. The distal end of the main tube also exhibited a scratch mark with light material removal. The scratch mark was approximately 0.0240 in length and it was not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.